Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite and performed a leak test with the customer's circuit and it failed. Leak test was performed using fsr's circuit and it passed. While performing ovp (operational verification procedure), monitored vte (end-tidal volume) was reading 173 ml while the set was 500 ml. Exhalation flow transducer calibration was performed. Calibration at 0 passed while calibration at 3 cm failed. The unit is in need of a new main board. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator has low return volumes with all external components replaced or changed. At this time, there is no information regarding patient involvement associated with the reported event.